Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging a nose irritation. There was also an allegation against the device that it is overheating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging a nose irritation. There was also an allegation against the device that it is overheating. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed white dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposit spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Tiny unknown brown and black, inconsistent with degraded sound abatement foam, specks of contamination on the bottom enclosure. Also, a few tiny pieces of potential hair/fibers the bottom enclosure. A few black potential hair/fibers, inconsistent with degraded sound abatement foam, on the front panel. Unknown black specks, inconsistent with degraded sound abatement foam, on the back panel. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER. Brown dust-like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms.